Event description:
It was reported that the left ventricular lead was capped and noted to be non-functional. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 0145 lead implanted (B)(6) 2000; 4054 lead implanted (B)(6) 2000. (B)(4).